Manufacturer narrative:
The insulin pump was programmed with several boluses; the boluses delivered properly and recorded properly in bolus history. No slow delivery noted. The insulin pump was received with normal operating currents. No unexpected low battery alarm noted. However, the insulin pump was received with minor scratched display window, broken battery tube threads, broken reservoir tube lip, stained end cap sticker and stained address serial number label.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she was awoken by a battery out limit alarm. The customer changed the battery but alarm occurred again. Customer's blood glucose was low at 34 mg/dl which she treated with juice and was able to get it to 201 mg/dl. During troubleshooting, the customer tried multiple times to clear the alarm and when she finally did, the insulin pump alarmed button error. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis. It was advised the insulin pump would be replaced and agreed to return the product for analysis.